Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced migration of the electrode array. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed march 19, 2014.